Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient underwent replacement with a 175cc mentor smooth round moderate plus profile saline (catalog: 3502175 lot: 7645045 sn: (B)(6). Mentor also became aware that the patient also experience capsular contracture; baker grade unknown, on the left breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 22, 2020, the product investigation was completed. Device investigation summary: during a visual evaluation, an anomaly was observed in the anterior view on the device consistent with a crease/fold. Additionally, a tear was also observed within the crease/fold, measuring approximately 0.9 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast reconstruction with a 150cc mentor smooth round moderate profile saline breast prosthesis on the left side, suffered left breast pain and spontaneous left breast implant deflation, post-procedure. The patient was experiencing pain, noticed the breast was flat and was diagnosed via ultrasound on (B)(6) 2020. As a result, the patient underwent unilateral removal and replacement with an unspecified implant on (B)(6) 2020.